Manufacturer narrative:
On 27-sep-2025, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast reconstruction revision procedure with a mentor memorygel breast implant 535cc gel breast prosthesis that ruptured post implantation. Rupture of the patient¿s right breast prosthesis was diagnosed via MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 12-sep-2025, mentor received additional information about the event. The patient¿s explanted breast prostheses were replaced with mentor memorygel breast implant 535cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08-jan-2026, mentor completed an investigation on the suspect medical device. The physical device was received at mentor, but it has been misplaced. Therefore, the analysis was completed on a photo that was taken of the device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. Upon visual evaluation of the implant, the device was observed to be ruptured. As the product involved in this complaint was misplaced before the evaluation, the device could not be analyzed according to our procedures. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation but is more likely to occur the longer the implant is implanted. The following may cause implant to rupture: stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. According to the available information, an additional investigation have been initiated through mentor¿s quality system to address this handling issue. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 16-jul-2025, mentor received additional information about the event. The patient is scheduled to undergo explantation on (B)(6) 2025. Reason for device explant and/or reoperation: breast prosthesis rupture. D6b explantation date: (B)(6) 2025. Manufacturer¿s reference number: (B)(4).